Event description:
It was reported by service report that the left side rail release handle was broken and there were sharp edges. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: release handle.